Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an error message "foa1". The user also reported the monitor would not calibrate. The user reported the surgical procedure was completed successfully and there were no reported adverse consequences to a patient as a result of this event.